Manufacturer narrative:
A visual and functional inspections were performed on the returned balloon catheter, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use without leaks if ruptured noted, which would suggest that the device was not damaged prior to use. It should be noted that the instructions for use (IFU) states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries. In this case, the reported IFU violation of used in the hepatic vein did not cause or contribute to the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement through the anatomy, the outer surface of the balloon became compromised and/or damaged against the anatomy and/or other devices used in the procedure resulting in the reported balloon rupture during the first inflation at 4 atmospheres. The noted scratches and damage at the rupture location also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the hepatic vein. A 9.0 x 40 mm armada 35 balloon was prepped without any issues and advanced without resistance; however, the balloon ruptured during first inflation at 4 atmospheres. The armada 35 was removed, and a new unspecified balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.